Manufacturer narrative:
H10: as the lot number for the devices were not provided, a lot history review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation, however; medical records were provided and reviewed for all three malfunctions. The investigation is confirmed for the reported malposition of device, detachment of device or device component and perforation for all three malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unknown snf vena cava filter allegedly experienced malposition of device, detachment of device or device component and perforation. These reports were received from various sources. All three malfunctions involved patient with no patient consequences. Two female and one male patients age were reported ranging from 47 to 72 years. One patient weighs 104 kgs. All other patient details were not provided.

Manufacturer narrative:
As the lot number for the devices were not provided, a lot history review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation, however; medical records were received for evaluation for two malfunctions. Therefore, the investigation is confirmed for the reported malposition of device, detachment of device or device component and patient device interaction problem for two malfunctions and it is inconclusive for the reported malposition of device, detachment of device or device component and patient device interaction problem for one malfunction. Based on the available information, the definitive root cause for this event is unknown. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unknown snf vena cava filter allegedly experienced malposition of device, detachment of device or device component and patient device interaction problem. These reports were received from various sources. All three malfunctions involved patient with no patient consequences. Of the reported three malfunctions, two were female and one was male, two patients' age were 47 and 72 years. All other patient details were not provided.